Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon could not get the prograsp forceps instrument to grasp or articulate in the right direction. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was broken at the proximal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were undamaged. No other damage was found. The damage to the instrument found during failure analysis investigation do not constitute a reportable event; however, the broken pitch cable could likely cause or contribute to an adverse event, if it were to recur.